Manufacturer narrative:
The reported event of extra cardiac stimulation was not confirmed. Interrogation results were normal, visual screen was acceptable and preliminary test results were acceptable. Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited extra-cardiac stimulation. The pacemaker was explanted and replaced. The patient condition was unknown.

Event description:
The complaint is not associated to this product and there is no allegation of a malfunction for this product.

Manufacturer narrative:
Correction: this report is to retract report 2017865-2025-87125 submitted on 13 jun 2025. This report was erroneously submitted. This is not reportable. All previously submitted information should be corrected to not applicable and null fields.